Event description:
It was reported that the customer had a no delivery alarm during basal, bolus, fixed primed on the insulin pump. The customer's blood glucose level was unknown mg/dl. The troubleshooting was performed. The customer was advised to reinsert the reservoir and run manual prime until at least 5.0 units and they observe exiting the tubing or insulin pump alarms. The customer reported that the insulin exits with the manual prime. The customer was advised that the insulin pump is working as designed. The patient was advised that the alarm was caused by set/reservoir occlusion.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.